Manufacturer narrative:
The insulin pump was monitored for 24 hours, no blank display noted. All operating currents are within specification. The insulin pump passed displacement test and self test. No unexpected low battery or of no power alarms noted. No isolation tape damage noted on the lcd board. No unexpected impossible to restart pump noted. However, the insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was blank due to falling. Insulin pump would be replaced.